Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the clip was malformed. Another device was used to complete the case. No patient consequences were reported.